Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 248 mg/dl. It was reported that the customer has been off the insulin pump for a while. The customer also reported having been hospitalized three times since he started using the insulin pump. The customer would like to return to insulin pump therapy and would like to seek assistance on how to go about it. Assistance was provided. The customer reported an unexpected restart from the insulin pump. The customer also attempted to perform an infusion set change but became upset and was unable to continue. The customer also reported air bubbles from the insulin pump. No additional information was provided.